Event description:
A report was received that two ipgs were explanted from the patient due to a pocket infection. The patient is reportedly doing well post-operatively.

Manufacturer narrative:
The explanted ipgs were not returned to bsn, as they were kept by the medical facility.